Event description:
Device report from synthes reports an event in australia as follows: it was reported that during set up of instruments, discovered that the cap piece of the drill guide had a faulty spring inside it. This report involves one symphony oct system drill guide adjustable body 2.2-2.4mm 0-50mm +/- 0.33 percent. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: brand name: symphony oct system drill guide adjustable body 2.2-2.4mm 0-50mm +/- 0.33 percent. Procode: additional product codes: olo. Device available for evaluation: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter occupation: reporter is a j&j employee. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the photo revealed that the cap of the nav drill guide body 2.2-2.4mm was found broken, the broken fragment still attached between the spring and device. The spring do not have a tight fit. No other problems were observed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for nav drill guide body 2.2-2.4mm. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4, d10 h3, h4, h6: a review of the receiving inspection (ri) for nav drill guide body 2.2-2.4mm was conducted identifying that lot number nn170367 released in three batches. ¿ batch1: released on 20 may 2021 with no discrepancies. ¿ batch2: released on 07 december 2021 with no discrepancies. ¿ batch3: released on 04 november 2021 with no discrepancies. Supplier: avalign technologies instruments and implants (nemcomed) as a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the device from the received image(s). Visual analysis of the photo revealed that the cap of the nav drill guide body 2.2-2.4mm was found broken, the broken fragment still attached between the spring and device. The spring do not have a tight fit. No other problems were observed. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the nav drill guide body 2.2-2.4mm had the spring deformed. Broken condition is not seen in the device. A dimensional inspection for the nav drill guide body 2.2-2.4mm was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the nav drill guide body 2.2-2.4mm would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed the following drawings reflecting the current and manufactured revisions were reviewed: - nav drill guide assemblies, 2.2-2.4 and 2.8-3.2 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9.